Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced weak battery, low battery alert, battery out limit and blank display. Customer's blood glucose value was unknown. The customer had a weak battery in her alarm history and could not recall on getting the alarm. The insulin pump will not be returned for analysis.